Manufacturer narrative:
Additional information: it was reported that the hole in the catheter was noted after insertion into patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A trailblazer support catheter was intended to be used during treatment of a lesion in the proximal region of the right common iliac artery. No issues noted when removing the device from the hoop/tray and the IFU (instruction for use) was followed during preparation, procedure, post-procedure. The device was not passed through a previously deployed stent. No resistance encountered when advancing the device. It was reported there was a hole in the mid portion of the catheter. The guidewire exited the hole. No injury/intervention associated with this event. Another trailblazer was used to complete the case. No patient injury.